Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during an endoscopic pancreatic duct stent implantation procedure in the pancreatic duct performed on (B)(6) 2022. During the procedure, when the physician attempted to deploy the advanix pancreatic stent in the pancreatic duct, it was reported that the push catheter became kinked. Additionally, it was found that the advanix pancreatic stent became kinked. The procedure was successfully completed with another advanix pancreatic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient injury.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.